Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer remoted into station and guided nurse through recovery. The technician had to go onsite with replacement and reload medications. The fse stated that there was a delay in med administration, but user was able to access med in another cubie in machine. There was no harm or adverse event reported. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the device "lw-pedspc" is not listed on server and fh main drawer 5 a3 unable to recover. There were no adverse events or injuries reported based on this event.